Manufacturer narrative:
(B)(4). As reported, a cath f6 inf tl jl 3.5 100 cm was found to have a visual defect. It was found that there was contamination that was visible through the sealed peel apart pouch. Photographed at 5 x magnification. The integrity of the sterile pouch was not compromised as these units were taken from the warehouse right after sterilization was completed. The sterile package was not opened. The units were inspected sealed and opened after inspection to perform other tests. The exact timing of how long the product was stored before the foreign material was noted is not known, but it should have not been more than a week. The actual product was not damaged. The product was not returned for analysis. A file with pictures of complaint product was received attached to the complaint electronic file. Per visual analysis of received pictures, for complaint unit identified as ¿sub 14¿ and ¿sub 16¿ contamination was observed inside of the inner pouch of the units. However, as the contaminants could not be measured, it is unknown if it was within specification. A review of the manufacturing documentation associated with lot 17675618 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. As additional information, engineering test report ruled out that the infiniti 6 lot 17675618 in relation to visual inspection (loose and embedded contamination) met the acceptance criteria per applicable documents as stated in the above mentioned report. The reported ¿packaging/pouch/box foreign material in sterile package¿ was confirmed through picture analysis since contamination was observed in the sterile pouch of the complaint unit identified as ¿sub 14¿ and ¿sub 16.¿ however, it is unknown if it was within specification since the contaminants could not be measured with product return. The exact cause of the failure could not be conclusively determined during picture analysis. Based on the limited information available for review, it is not possible to determine the contributing factors for this issue reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if package is open or damaged.¿ based on the picture analysis and DHR review, even with the contamination observed on the received pictures, it is not possible to determine if the samples are not meeting manufacturer's specification since the contaminants could not be measured and determined whether it was within specification. However, a risk assessment and investigation was initiated to address this issue.

Event description:
As reported, a cath f6 inf tl jl 3.5 100 cm was found to have a visual defect.  It was found that there was contamination that was visible through the sealed peel apart pouch.  Photographed at 5 x magnification.